Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pace impedance measurements and loss of capture. Surgical intervention was taken to cap the lead and explant the device. Epicardial leads and a new device were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pace impedance measurements. Surgical intervention was taken to cap the lead and explant the device. Epicardial leads and a new device were successfully implanted. No additional adverse patient effects were reported.